Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 579 (mg/dl) for 2 days. Customer changed their infusion site, administered insulin injections, and administered boluses to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would contact their health care provider to discuss diabetes management.